Event description:
The affiliates reported that they received a call from a customer stating that their site had experienced some problems with their linvatec cameras following processing in the sterrad which the linvatec rep had attributed to the sterrad system. The theatre manager advised that the cameras are new and have been processed in the sterrad for a few weeks. The customer described the damage as "the distal end of the cable is sticky and looks swollen making it difficult to insert into the camera console." The hospital has been advised by the linvatec rep to use an alcohol wipe to remove the sticky residue prior to inserting into the camera console - this has achieved correct insertion of the cable. The cameras in question are also autoclavable and linvatec have recommended that the hospital now process them in their steam. However, the customer has stated that she is not happy to do this as all of their other camera inventory is processed through the sterrad (are not autoclavable) and she does not want to invite the risk of these being accidently placed into steam. The affiliates reported that they are not aware of any physical complaints related to these damaged devices.